Event description:
It was reported by the customer that the device was sparking during a procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.